Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a dry acid 132 gallon unit, assy to ship had a leaking fill valve that was received recently. The bmt took the o-ring out of the old fill valve and put it in the new fill valve and it is not leaking. The o-ring he took out was scored. The bmt reported that he did not want the part replaced. Upon follow up, the bmt stated that he replaced the inlet solenoid to resolve the reported issue. The bmt noted that the o-ring inside the solenoid had burned out. The machine is back in service. No parts were returned for evaluation, and no photos are available. The part and lot numbers of the replaced component could not be provided at the time of the call. It was confirmed that there was no patient involvement, harm, or adverse events associated with the reported issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a biomedical technician (bmt). To resolve the reported issue, the bmt replaced the inlet solenoid. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the bmt identified that the o-ring inside the solenoid had burned out. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a dry acid 132 gallon unit, assy to ship had a leaking fill valve that was received recently. The bmt took the o-ring out of the old fill valve and put it in the new fill valve and it is not leaking. The o-ring he took out was scored. The bmt reported that he did not want the part replaced. Upon follow up, the bmt stated that he replaced the inlet solenoid to resolve the reported issue. The bmt noted that the o-ring inside the solenoid had burned out. The machine is back in service. No parts were returned for evaluation, and no photos are available. The part and lot numbers of the replaced component could not be provided at the time of the call. It was confirmed that there was no patient involvement, harm, or adverse events associated with the reported issue.